Event description:
It was reported that during a percutaneous coronary intervention procedure, the tip of the guide wire separated and remains in the pt. The lesion being treated was located in the severely calcified mid left anterior descending artery. The lesion was first treated with 4 runs of ablation therapy with a 1.5mm burr for a total ablation time of 1 min 4 seconds. When the physician removed the burr to exchange it with a burr of a larger size, he lost the position of the wire and repositioned it. He then checked wire placement and noted that the tip of the wire had become separated approx 6-7mm from the distal tip. Following unsuccessful attempts to move the wire tip more proximal, the tip of the wire was stented with a liberte bare metal stent to secure it in place. The procedure was then completed with an unspecified high pressure balloon. There were no pt complications reported, and pt status was reported as 'okay.'

Manufacturer narrative:
As the tip of the guide wire remains implanted and the remainder has been confirmed as disposed, no product analysis can be completed and no root cause determination can be made.